Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data showed that the pod generated an 0x41 alarm during operation, indicating rotational sensor maximum summed error table. Several rotational sensor malfunctions were observed in the rotational sensor data. The rotational sensor malfunction observed at the end of the data resulted in the 0x41 alarm. Inspection of the drive mechanism components found contamination on the commutator cap. It could not be conclusively determined if the contamination on the commutator cap contributed to the rotational sensor abnormalities and 0x41 alarm as a rerun could not be completed. The exact cause of the rotational sensor malfunction and resulting 0x41 alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 34.4 mmol/l (619.2 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent.